Manufacturer narrative:
This report is for (2) unknown .0mm distal locking screws/unknown lot number. Date of original implant: unknown device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used for: two broken screws were identified post-operatively. The patient required revision surgery to remove the broken screw and additional hardware was implanted. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 for a nonunion of a right distal femur fracture. The initial surgery was performed at another facility at an unknown date. The patient was initially implanted with a retrograde/antegrade femoral nail, three (3) distal and two (2) proximal 5.0mm locking screws. It was reported that the surgeon was aware prior to the surgery that two of the distal locking screws were broken, test and date unknown. The screws were broken in half at the nail/screw interface. The surgeon was able to easily remove the top half of each screw and then used a steinman pin to tap the embedded pieces out of the far cortex. It was reported that there was not a delay in surgery since the surgeon had planned on how he would remove the broken screws preoperatively. All fragments were retrieved and verified by x-ray. The surgeon chose to leave the nail in place, reduced the fracture and relocked the nail to its maximum by adding a spiral blade and two (2) interlocking screws thru the nail. The surgeon also added a total of two (2) independent lag screws around the nail, one posterior and one anterior. It was reported that the surgery was completed successfully and the patient was stable. This complaint is for two devices. Concomitant devices: retrograde/antegrade femoral nail (part #unknown, lot #unknown, quantity 1), distal 5.0mm locking screw (part #unknown, lot #unknown, quantity 1) and proximal 5.0mm locking screws (part #unknown, lot #unknown, quantity 2). This report is 1 of 1 for (B)(4).